Event description:
A customer reported a cgm error 42, which was addressed by a complete pump reset guided by cts. There was no adverse impact to the customer¿s blood glucose level. After the reset, the pump no longer displayed the error, and the customer successfully initiated their sensor session.